Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Rationale: no sample, lot, or batch provided.

Event description:
It has been reported that the unspecified bd¿ phaseal connector and injector has been found experiencing two occurrences of separation of the connector and injector during use. The following has been provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the phaseal connector and injector disconnected. Event description per attached email states: when I went to circle prime the patient's rituxan on 9/9, the tubing became disconnected from the luer lock tubing to the injector of the phaseal. Rituxan dripped out of the bag, necessitating a spill clean up. Patient's phaseal also became disconnected twice from the injector/connector piece on 2 separate dates, so the tubing and phaseal had been changed. Last happened 9/12. Today (9/13) the phaseal has been taped together so it will not continue coming apart. This malfunction did not result in spill.